Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. No excessive no delivery alarm. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Event description:
It was reported that the customer experience a high blood glucose level of 446 mg/dl. She also received a no delivery alarm. The customer performed troubleshooting on her own, changed the infusion sets, and site four times. She treated her high blood glucose level with a manual injection. The customer was advised to revert to back up plan. The product was returned. Nothing further to report.